Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 160 mg/dl. The customer stated that they went to the beach and the insulin pump might have gotten exposed to water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.